Event description:
It was reported that a baby fell out of the incubtor and that the baby got a cranial trauma and an extra dural hematoma. It was also reported that the results of neurological examination was normal and did not show any disadvantageous influence of the baby's fall.